Event description:
The customer reported that a patient was connected to an mp5 and the staff did not hear alarms at the piic when patient went into cardiac arrest. CPR was performed for 45 minutes. The patient passed away. The biomedical engineer(bmed), philips software test engineer(ste) and remote service engineer(rse) reviewed the logs together. It was confirmed the alarms were activated at the piic ix. Bmed agreed with ste and rse that the piic ix was functioning as intended during the time of the event. It was determined the speakers were disconnected from the central station. Cause was determined to be user error.